Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report a motor error alarm and a cracked display. The customer's blood glucose reading was 400 mg/dl. The caller reported that she was unable to rewind the device due to a button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump passed all functional testing and had normal operating currents. The pump passed the unexpected restart, off no power and self tests. No motor error alarms noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, a cracked lcd window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.